Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device and non-boston scientific right ventricular (rv) lead, exhibited low, out of range pacing impedance (less than 200 ohms). The device remains implanted. No adverse patient effects were reported.